Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation, secondary to a failed ring repair. Info learned per response from surgeon and the operative report.